Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic coronary procedure, the patient expired. The manufacturer's device was used to successfully perform ifr [instant wave-free ratio] on the lad [left anterior ascending coronary artery] after administration of nitroglycerin. Ifr pullback showed step up of approximately 0.05 across each of the mid and distal lad lesions. Large step up of approx. 0.20 (approximately 0.8-1.0) across the proximal lad (previous stent) / left main. Pd/pa at the lm [left main] ostium was 0.99. The physician treated the mid-lad lesion with a stent (another manufacturer¿s device). The manufacturer's device was jailed with the stent. Physician pulled the manufacturer's device out of the patient in its entirety and intact, no portions of the device remained in the patient. The physician continued the case and performed angiography where by it was noticed after some time that there was limited to no visible flow from the recently placed stent to the remaining lad. Physician performed additional intervention using wires by two (2) different manufactures to try to re-access the vessel, but could not get through the proximal stent (previously implanted). After some time of trying to access the vessel, the patient began experiencing pain, ECG [electrocardiogram] and pressure changes occurred and the code alarm was sound. The patient expired in the cath lab. The physician advised the ifr worked well and that the large step-up in the proximal-lad was the cause of the event. Additionally, he advised the adverse events that took place were not due to or related to the manufacturer¿s device. This adverse event is being reported because the patient expired and the manufacture cannot conclusively determine if its device contributed to the event.